Event description:
It was reported that two days after the intra-aortic balloon was inserted, blood was noted in the helium tubing. The intra-aortic balloon was removed and there were no pt complications.